Event description:
It was reported by a non-medical professional that the patient underwent an anterior l4-s1 fusion with implant of rhbmp-2 at multiple levels. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, patient underwent anterior lumbar interbody fusion l4-5 and l5-s1 using peek interbody graft with bmp and anterior plate fixation at each level. On (B)(6) 2008, patient presented for 3 weeks follow-up post anterior lumbar interbody fusion. Patient reported anterior thigh pain after prolonged walking. Ap and lateral lumbar films revealed implants and instrumentation visible well and well positioned at l4-5 and l5-s1. On (B)(6) 2008, patient presented for six weeks follow-up post anterior lumbar interbody fusion. Patient reported some low back pain. X-rays showed ap and lateral views of the lumbar spine revealed l4-5 and l5-s1 grafts were healing. On (B)(6) 2008, patient presented for 12 weeks follow-up post anterior lumbar interbody fusion. Patient reported occasional pain in right lateral hip and thigh, which worsens after activity. Ap and lateral lumbar films revealed implants and instrumentation visible well and well positioned at l4-5 and l5-s1. On (B)(6) 2008, patient presented for follow-up visit. Patient reported significant discomfort in shoulder. MRI form (B)(6) 2007 showed no obvious rotator cuff tear. On (B)(6) 2009, patient presented for office visit with complaint of lower back pain and bilateral lower extremities symptoms after driving recently. He also reported increase in pain after walking. X-rays showed well healed fusion. On (B)(6) 2009, patient presented for follow-up visit for evaluation of MRI anthrogram of right shoulder. MRI showed a partial rotator cuff tear. On (B)(6) 2009, patient presented for follow up 5 months post-op. Patient reported right low back pain and intermittent right leg pain and right groin pain. On (B)(6) 2009, patient presented for follow-up visit for shoulder pain. Patient reported night pain and pain with overhead activity; and weakness.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.